Manufacturer narrative:
(B)(4): concomitantly, the patient underwent abdominal sacral colpopexy, enterocele repair, sigmoid rectopexy, enterior colporrhaphy, colposcopy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, recurrence pelvic organ prolapse and recurrence stress urinary incontinence. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent abdominal sacral colpopexy, enterocele repair, sigmoid rectopexy, interior colporrhaphy,and colposcopy due to pop ,genuine stress urinary incontinence, vaginal vault prolapsed, and anterior vaginal prolapse. It was reported that the patient also received a 3rd concurrent implant on (B)(6) 2005 of prolene mesh as well as the above mentioned implants. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, recurrence, bleeding, dyspareunia, neuromuscular problems neuropathy pain in feet. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.